Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg would not communicate with external devices as patient stopped charging the device as recommended. The ipg was deemed inoperable by a manufacturer representative. Surgical intervention may take place to resolve the issue.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. A review of documentation supplied with the implant states that it must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with allowing the ipg to deplete beyond a recoverable state.

Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that it must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with allowing the ipg to deplete beyond a recoverable state.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg was explanted and replaced.